Manufacturer narrative:
D10 concomitant product (18880, 18880 8.0mm taperguard evac trachealx10, lot#: 24c0399jzx), d10 concomitant product (18880, 18880 8.0mm taperguard evac trachealx10, lot#: 24c0399jzx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an intubated patient had to be reintubated twice in the evening at 30-minute intervals due to a pierced balloon of the 8.0mm taperguard evac tracheal tube. A leak defect at the balloon level was identified from a tube coming from the same batch during testing. The issue occurred in a hospital setting.

Event description:
It was reported that an intubated patient had to be reintubated twice in the evening at 30-minute intervals due to a pierced cuff of the 8.0mm endotracheal tube. A leak defect at the cuff level was identified from a tube coming from the same batch during testing. The issue occurred in a hospital setting.

Manufacturer narrative:
Additional information: b5, g3 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.